Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02656. It was reported that the patient presented in the emergency room with their implantable cardioverter defibrillator exposed at the implant site. The area appeared to be infected. The system was explanted. The patient was in stable condition before, during and after the procedure. No patient consequences were reported.